Manufacturer narrative:
Date of event is unknown. Product has not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Facility and contact information is unknown. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an anterior cervical discectomy fusion (acdf) procedure at the c4-c7 levels on (B)(6) 2018. The patient was implanted with one (1) vectra 51mm plate, three (3) unknown 7mm spacers with central lumen, and one (1) 1cc vivigen pouch. Postoperatively, on (B)(6) 2018, the patient presented with difficulty swallowing, and on (B)(6) 2018, the patient presented with swelling in the neck. As of (B)(6) 2018, both events have resolved. Concomitant devices: vivigen (part: unknown, lot: unknown, quantity: 1cc); acf spacer-lordotic 7mm (part: 017207, lot: 00514025521027, quantity: 1); acf spacer-lordotic 7mm (part: 017207, lot: 00514025521028, quantity: 1); acf spacer-lordotic 7mm (part: 017207, lot: 00616061301055, quantity: 1). This report is for a titanium (ti) vectra(tm) plate 3 level/51mm. This is report 1 of 2 for (B)(4) and will capture the swelling in the neck. The patient¿s difficulty swallowing is captured in (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part #: 04.613.251; lot #: 1-116-9. Provided lot number is not valid, this is not a 7-digits standard synthes lot number, therefore no DHR review possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.